Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient contact reported to fresenius customer support that a make sure hb (heater bag) is on ht (heater tray) message during dwell 8 of 8. The connection was not secure and the patient stated they lost about half a bag of solution. It was reported that an alternate treatment option was available. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn) regarding an incomplete last fill with a baxter bag. Upon follow up, the pdrn stated they have not been made aware of the event, however, confirmed the patient has not reported development of any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. Additional information was requested, however to date has not been provided.

Manufacturer narrative:
Additional information: b5 upon further review, it was determined that the event reported on MFR# 8030665-2024-00073 was not a reportable event related to fresenius products. The reported fluid leak was caused by user error as the patient reported that they had not fully tightened the connection to the solution bag. There was no serious injury, adverse event, or reportable malfunction as a result of this event. There will be no further updates on MFR# 8030665-2024-00073.

Event description:
A peritoneal dialysis (pd) patient contact reported to fresenius customer support that a make sure hb (heater bag) is on ht (heater tray) message during dwell 8 of 8. The connection was not secure and the patient stated they lost about half a bag of solution. It was reported that an alternate treatment option was available. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn) regarding an incomplete last fill with a baxter bag. Upon follow up, the pdrn stated they have not been made aware of the event, however, confirmed the patient has not reported development of any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. Upon further follow up, the patient contact stated that the leak was the patient's fault and the patient admitted to not tightening the connection to the solution bag enough which caused the leak.